Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 75% stenosed lesion being treated was located in the severely calcified, moderately tortuous proximal right coronary artery (rca). Pre-ivus was performed. The lesion was not predilated. The physician attempted to place the 3.00x12mm taxus express2 drug eluting, but was unable to cross the lesion. When the physician tried to withdraw the stent, it was difficult to remove due to a stent strut on the proximal side being lifted up. The physician tried to withdraw the stent delivery system (sds) and the guide catheter, but they were unable to pass a terumo introducer sheath. Finally, the physician cut the hub of the sds and removed the remaining portion of the sds, guide catheter, and introducer sheath from the patient with a gooseneck snare. The procedure was canceled due to a rotablator procedure that was going to occur at a later time. No additional patient complications were reported. Patient status reported as "good."